Manufacturer narrative:
Per the t:slim user guide, "always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. " no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) read "high" on the bg meter and continuous glucose monitor meter. Pump system check was performed with tandem technical support (cts) and air bubbles were observed in the infusion set tubing. Additionally, the customer did not change the time settings to reflect daylight savings time. Customer delivered a bolus to address bg. Cts assisted customer with correcting the time settings and changing the cartridge and infusion set.